Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the rep informed them that the battery can get weaker as it gets older. Caller states they have found that to be true. Caller states the patient used to charge once a week and now she has to charge twice a week. Caller says they discussed with the healthcare provider and determined the battery gets weaker as it gets older. Caller is wondering if when it gets even older if they will have to charge it even more. No symptoms reported. No further complications were reported or anticipated with this event.